Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06272 and -08185).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2008 due to acetabular loosening. All components were removed and replaced with a total hip system.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6), 2008. During post-operative monitoring, loosening of the acetabular cup was noted on (B)(6), 2008. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. Additional information received reports patient was revised (B)(6), 2008 due to acetabular loosening. Both the acetabular and the femoral components were revised on that date, although there were no indications of femoral loosening. Review of invoice history indicates an additional hip procedure occurred on or about (B)(6), 2009; however, it could not be determined if this was a revision procedure for the right hip or an initial implant for the left side.